Manufacturer narrative:
The device has been requested for evaluation. However, it has not been received.

Event description:
A reported incident involving a primary plum set indicated leakage at the filter during infusion. There was patient involvement and no harm was reported.